Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4626 ml during drain 4 of 4 of treatment. This drain volume is 232% the patient's highest prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. The cycler was replaced. Upon follow-up, the pdrn confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event and pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual no indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighted ill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the edges from the rear panel. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4626 ml during drain 4 of 4 of treatment. This drain volume is 232% the patient's highest prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. The cycler was replaced. Upon follow-up, the pdrn confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event and pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.